Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the patient order was not shown on station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient order had not shown on the station. A technical support specialist (tss) advised the customer to verify the medical record number and visit identification. It was found that the patient was in an unknown status. The tss had advised the customer to contact adt team (admit, discharge and transfer) to resend the a01 message (admit) to the station. It was observed that the patient had already been admitted in the pes (patient encounter system). The tss confirmed the same with the customer and verified the functions. The system functioned as intended after the technical support specialist investigated the issue.